Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The external pulse generator (epg) would not turn on. The main printed circuit board (pcb) was contaminated. Output connector assembly was broken, upper and lower cases were contaminated, keypad flex was contaminated, encoder assembly and four knobs were contaminated, display was contaminated, liquid crystal display frame was contaminated, four display grommets were contaminated, insulator label was contaminated, four display frame screws were contaminated, four encoder nuts were contaminated, six main printed circuit board (pcb) screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.